Manufacturer narrative:
A comprehensive investigation of this event is not possible at this point of time, since neither the involved brainlab device, nor any further relevant information from the hospital regarding this surgery are available to brainlab. Brainlab considers the investigation closed at this time. Should additional information be received, the information will be reviewed, investigation will be re-opened as required and brainlab will issue a follow-up report to the FDA as appropriate.

Event description:
Brainlab became aware on feb 9, 2018 that permanent patient injuries are alleged as a result of a cranial surgery performed on (B)(6) 2016 with brainlab stereotactic guidance.